Event description:
It was reported that during device change out procedure, an insulation anomaly was noted on the pace sense lead. The lead was capped and replaced successfully. The patients condition was good after the procedure.